Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer touch screen did not work. The programmer passed all safety, console, and systems tests. The programmer is no longer needed and was scrapped for salvage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen did not work. The product has been returned for service. There was no patient involvement.